Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: one (1) actual sample was returned for evaluation. A visual inspection by the naked eye was performed with no issues observed. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues and no leaks observed. Solvent bond check/twist test was performed; the female connector and the main body were twisted by hand with no issues and no separation of components noted. The reported condition was not verified. The sample met specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: the reported lot # h25c25415 is not recognized by the system. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set was broken. There was a separation issue with the female connector when disconnecting from the cycler patient line after peritoneal dialysis therapy. The patient was able to disconnect safely. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.